Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50x28mm promus element plus drug eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent damage occurred. A 2.50x28mm promus element plus drug eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was 85% stenosed, mildly tortuous and moderately calcified. It was noted that there was a significant resistance when advancing the device. The procedure was completed with another of the same device and the patient condition was stable.